Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a continuous glucose monitor error and that the time was incorrect, cause was unknown. During troubleshooting with tandem technical support, the customer corrected the time and performed a pump reset, and the customer continued to use the pump for insulin therapy. The customer's blood glucose level was 286 mg/dl.